Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that there were torn gaskets from a ftr72 kit, lot # l4c731. There was no consequence to the pt.